Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, g3, g4, g7, h1 and h2. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that filter subsequently malfunctioned and caused tilt, perforation of all filter struts with multiple struts extending beyond the wall of the ivc into surrounding tissue and organs. The information provided indicated that the patient is deceased; however, a cause of death was not provided. According to the medical records the patient had a history of cerebral pathology and developmental delay, obesity, prader-willi syndrome, diabetes insipidus and tracheostomy. The patient had undergone multiple ventriculostomies and burr hole placements for obstructive hydrocephalus before and after filter placement. Three days prior to the filter placement the patient underwent a mediport insertion due to difficult intravenous access and need to treat hypernatremia, hypokalemia and diabetes. The indication for the filter placement was pulmonary embolism (pe) with high risk for another pe. The filter was placed via the patient's left femoral vein. Additional information received per the medical records indicate that the patient had a computed tomography (CT) scan approximately one-year post implant. The scans were evaluated three years after the index procedure and noted that the ivc filter was tilted anteriorly at the superior end and posteriorly at the inferior end. All of the filter struts perforate the ivc up to 4 mm. Two (2) anterior struts perforate the ivc wall 4 mm and contact the bowel. One (1) medial strut and two posterior struts perforate the ivc wall 4 mm and resides within the soft tissue. One (1) lateral strut perforates the ivc wall 3 mm and resides within the soft tissue. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information provided the perforation of surrounding tissues and organs could not be confirmed, further clarified nor a cause determined. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. It was reported that the patient is deceased, however with the limited information provided and no cause of death, a relationship between the device and the event could not be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc), peroration of filter strut(s) into organs and tilting of the filter. Additional information received per the medical records indicate that the patient has a history of cerebral pathology and developmental delay, obesity, prader-willi syndrome, diabetes insipidus and tracheostomy. The patient had undergone multiple ventriculostomies and burr hole placements for obstructive hydrocephalus before and after filter placement. Three days prior to the filter placement the patient underwent a mediport insertion due to difficult intravenous access and need to treat hypernatremia, hypokalemia and diabetes. The indication for the filter placement was pulmonary embolism (pe) with high risk for another pe. The filter was placed via the patient's left femoral vein. Additional information received per the medical records indicate that the patient had a computed tomography (CT) scan approximately one year after the index procedure. The scans were evaluated three years after the index procedure. The superior end of the filter was at the mid t12 vertebral body. The ivc filter was tilted anteriorly at the superior end and it contacts the ivc wall. The ivc filter was tilted posteriorly at the inferior end and it contacts the ivc wall. All of the filter struts perforate the ivc up to 4 mm. Two (2) anterior struts perforate the ivc wall 4 mm and contact the bowel. One (1) medial strut perforates the ivc wall 4 mm and resides within the soft tissue. Two (2) posterior struts perforate the ivc wall 4 mm and reside within the soft tissue. One (1) lateral strut perforates the ivc wall 3 mm and resides within the soft tissue. The patient is deceased. No information was provided to relate his demise to the device.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and that all filter struts were associated with perforation with multiple struts extending beyond the wall of the inferior vena cava (ivc) into surrounding tissue and organs. The patient is further reported to have subsequently expired. The patient¿s cause of death was not provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, ivc perforation and organ perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The patient¿s cause of death was not provided. It is therefore not possible to draw a clinical conclusion regarding a relationship between this event and the implanted device. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of all filter struts with multiple struts extending beyond the wall of the ivc into surrounding tissue and organs. The patient is deceased; however, the cause of death was not provided. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.